Manufacturer narrative:
Continuation of d10: product ID 977c265 lot# serial# (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the implant being in wrong place and it zapping the patient¿s stomach was unknown. The patient was reprogrammed by another rep and reported having relief. It was reported that they were working to find another treating physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient (pt) reported their implant that was implanted on (B)(6) 2023 is still implanted, but is inactive, reporting previously reported issues of electrocution and being implanted incorrectly. Pt got a new system implanted on (B)(6) 2023 and the new system is active. The doctor had to redo everything.

Event description:
Information was received from a patient's representative and a patient regarding an implantable neurostimulator (ins). The reason for call was that the pt is experiencing issues with their stimulation.  Caller stated the ins and leads were not implanted correctly and that implant is not targeting the areas where the pain is. The implant should be targeting their lumbar region and that they could feel stim more in their left side than right side. They reported the implant is stimulating the stomach and causing complication with the digestive system, they cannot keep food down and diarrhea. Caller stated the patient has been in constant communication with their manufacturer representative (rep) and healthcare provider (hcp) trying to fix the issue. Caller also mentioned pt went through reprogramming couple weeks with a rep but after that it was determined through fluoroscopy that their implant system is in the wrong place and not targeting the body parts it was initially out for. Patient then came into the call and stated implant is zapping their stomach.  Patient stated they don't feel like the manufacturer representative (rep) knows how to deal with the implant and takes them days for them to know what to do. Patient stated a different rep seems to be more knowledgeable with the device. Additional information was received from the patient. Pt called in reporting all the same events already reported. Pt requested another manufacturer representative (rep) to speak to rather than the current one. During call the rep had tried calling and wrote a text stating they will meet at the hcp office. Pt states they dont want this rep. Pss advised to call the rep and to discuss these concerns and medical concerns with the hcp. Additional information was received from the patient-rep. They reported that the patient has an issue with the implant because the implant was improperly placed and its shocking the patient and causing stimulation in the stomach and patient cannot keep food down. Caller stated the hcp did a fluoroscopy that showed the ins is not placed correctly. Caller stated the hcp said they are not seeing the same result as the trial. Caller stated the surgeon told the patient to turn off the ins. Caller stated patient had an appointment on friday but did not make it due the weather and patient health. Caller stated they were supposed to get a callback from the manufacturer management and rep but they haven't heard back from anyone. Caller stated they need a rep present at the patient next appointment. Caller stated they would like a rep or manager to call them. Caller stated they would like a different rep present at the apt. Caller stated they had seen a different rep in the past and had good programming results with her. Ps reviewed reps role and recommend hcp ofc contact the reps.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID 977c265, serial # (B)(6). Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.